Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to failure of the printed circuit board and circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the high definition lcd monitor's screen blacked out when the power switch and the indicator were turned on. The device returned to normal after repeatedly being turned on/off five to six times. This occurred during preparation for a diagnostic gastroscopy procedure; patient was not under anesthesia at the time. The intended procedure was completed with no delay using another device. There was no report of patient harm.